Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the cable was unexpectedly stressed and the cable unit was broken by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. There was no endoscopic image and information about the camera head on the monitor. There was no visible damage or leakage on the cable unit. Olympus repair center surmised that the phenomenon attributed to the broken internal wires or glass fiber of the cable unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before the procedure, the doctor found that the endoscopic image was not displayed due to a failure of the cable unit when the doctor turned on the device. The doctor commented that there was no problem with the device until the evening of the previous day of this procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.